Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had high blood glucose intermittently up to 33 mmol/l over the past week. The reporter stated that the patient started on the pump and infusion sets one week ago. The reporter stated that the infusion set was changed 3 times during the week and the reporter stated that she felt the highs were related to the infusion sets. Customer support reviewed the infusion sets and found no indication of a defect in the infusion sets. The reporter stated that the patient's health care provider was still making changes to the patient's pump settings as the patient was new to insulin pump therapy and stated that the last changes were made last night. Troubleshooting found no defects to the pump. The patient was to continue on insulin pump therapy. This report is made based on the indication that the patient may have experienced hyperglycemia related to a need for settings adjustments.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. The pump was tested with a 29 hour flow accuracy test and the pump passed and was found to be delivering within the specified range. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display lens was found to be scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.